Event description:
Healthcare professional reported right side "intracapsular rupture", "extracapsular rupture", and "right axillar siliconoma" diagnosed by MRI. Device remains implanted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular and extracapsular rupture" and "right axillar siliconoma."